Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 24h08g8274 and there were no defect encountered during in process and final control inspection. Investigation result: no sample received as 2 pictures are sufficient for investigation. Investigation was carried out based on the pictures provided. Picture 1: shows the safety clip was engaged until the cannula tip. Besides, the septum opener detached from the catheter hub and attached together with the safety clip. Picture 2: shows a peel pack of introcan safety 2 wl pur m 20gx25mm -us with batch number 24h08g8274 and article number 4242006-02. The septum opener detached complaint is known and concluded as confirmed. An approved project is in place to further address issues with detached septum. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported a b. Braun medical inc. Sales rep: reason of complaint: is2 in-service was taking place the med center bowling green. Educator went to remove the needle and force was felt during removal. Once the needle was fully removed from the ivc, she noticed the entire septum was removed for the hub of the catheter and attached to the needle end.